Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Event description:
It was reported that approximately 3 months post-implant of a bifurcated device, two suprarenal aortic extensions and three limb extensions, a follow up computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device. The patient was treated with two suprarenal aortic extensions, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, pre and post procedure images were provided and were reviewed by medical director. Based on the images review , it is suspected there could have been insufficient overlap of the prostheses in the original procedure. Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn.